Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported by the patient's mother that the patient is deceased and that "the device (implantable cardioverter defibrillator (ICD)) did not power off in distress and the ICD was to be on and the defibrillation part as well." The device was explanted. The patient is deceased and follow-up has been requested for more clarity surrounding the patient's death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.